Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported nurses provided feedback that they frequently get air in line nuisance alarms (no air noted). Education provided to customer by clinical consultant on-site. No products available for investigation. This was reported to bd representatives during site visit. There was patient involvement but no harm. No further information is available.